Event description:
It was reported a bladder neck suspension procedure was performed without incident. Approx 6 to 8 weeks post procedure, the pt returned with pain and elevated fever. A bone scan was performed and the pt was diagnosed with osteomyelitis. Removal of the bone anchors has been scheduled. No further details regarding the circumstances surrounding this event are available. Osteomyelitis of the symphsis pubis occurs most often as a secondary infection from an adjacent focus (after surgery). It may also result from hematogenous spread from bacteremia. Risk factors such as obesity, diabetes, and immunocompromised pts can further predispose the pubis to infection. "Surgical trauma and impaired vascular circulation can injure the periosteal integrity of the symphsis pubis, and leave the bone susceptible to infection. Any local infection, wound infection or abcess could then secondarily infect the bone."